Event description:
It was reported that impedance measurements above 4,000 ohms were seen on the majority of combinations with electrode #4. Impedance results of "???" Were seen on 0/3, 0/5, 0/6, 1/3, 1/6, 2/3, 2/5, 2/6, 3/5, 4/5, and 5/6 when ran at 4.0 volts. Program 1 was set to 0-/2+ at 8.9 volts, a pulse width of 450 and a frequency of 55 hz, with a group impedance of 835 ohms. Program 2 was set to 4+/5-, other settings were not provided. The patient was reprogrammed to use 5/7 or 6/7, and was able to feel stimulation at much lower amplitude. It was noted that the battery voltage was 2.56v. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient was referred for a procedure to replace his lead with a new surgical lead. The patient had not been scheduled for surgery yet.

Manufacturer narrative:
(B)(4). Lead model 389033 lot# j0454758v implanted: (B)(6) 2005 explanted: na; lead model 389033 lot# j0454758v implanted: (B)(6) 2005 explanted: na; extension model 748940 serial# (B)(4) implanted: (B)(6) 2005 explanted: na; extension model 748940 serial# (B)(4) implanted: (B)(6) 2005 explanted: na; programmer model 7435 serial# (B)(4).